Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary artery occlusion post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (lca ostium height) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), prior to a transfemoral tavr procedure, the height of the left coronary artery (lca) ostium measured ¿relatively¿ low at 11.2 mm. During a balloon aortic valvuloplasty (bav) with a 23 mm balloon, aortography did not show a clear image of the lca. A guidewire and a coronary balloon were placed in the lca, as planned. A 26 mm sapien 3 valve was then deployed with 1 ml less than nominal volume. The valve was deployed in an ¿aortic position¿ (80:20 aortic/ventricular (a/v)) as intended. Post valve deployment, the patient¿s blood pressure (bp) did not recover, requiring medication. The bp gradually recovered, but not fully. Aortography showed ¿worse¿ blood flow in the lca. The previously placed balloon in the lca was inflated. Intravascular ultrasound (ivus) showed a partial stenosis in the lca ostium. A coronary stent was deployed. A second stent was placed in the first stent to reinforce the stent strength. The stenosis was confirmed to be improved by ivus and the procedure was completed. The native annular diameter measured 21.5 mm by tte. Mild valvular calcification and no aortic root calcification was reported. The left coronary artery ostium height measured 11.2 mm.